Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows a screw backing out past the blocking mechanism at a bottom level of a 3 level plate located at c3-c6. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that screws are backing out of the resonate plate at c7 two weeks post-operatively.